Event description:
Customer reported the tri-port extension set leaked during priming. The leak was identified at the trifurcation to the lower tubing. No patient harm reported. Customer stated that no further patient/'event information was provided by the user.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Product has been received but the investigation has not been completed. A follow up report will be submitted once the investigation has been completed.